Event description:
A customer contacted beckman coulter inc., (bci) in regards to obtaining an erroneously high accutni result on one (1) patient, above the acute myocardial infarction (ami) cut-off that was reported out of the laboratory, generated by the unicel dxi 800 access immunoassay system. Subsequent testing produced a normal result. The doctor questioned the initial high result, which upon rerun was in the risk stratification range. A corrected report was issued. It is unknown whether patient treatment was affected in this event.

Manufacturer narrative:
The sample is collected as serum in red top tubes with gel separator. Centrifugation information not supplied. Qc was in range. Customer stated that fibrin was found in sample. Service was not dispatched for this event. Service discussed, via telephone, extensively pre-analytical sample handling issues with customer. The customer stated that the "aspiration monitor detect" errors were generated at about the same time that the sample was being aspirated. Pre-analytical sample handling is the root cause for this event. This reportable event was identified during a retrospective review of complaints within the date range of (B)(4) 2010 - (B)(4) 2010 for additional reportable events.